Manufacturer narrative:
The device was discarded and not available for investigation d4 revised.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an 86-year-old female with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage e, was supported with an impella cp device via percutaneous right femoral arterial access. During the ICU course, and during/after repositioning unit insertion, the patient was noted to have loss of distal pulses in the accessed limb, consistent with limb ischemia. The ischemia was diagnosed clinically based on loss of pulses. Only one limb was affected. A distal perfusion catheter was placed as an additional intervention; however, whether this action resolved the ischemia is unknown. The impella device was not removed due to the failure mode, and whether ischemia resolved with device removal is unknown. No imaging of the affected vessel was available. Care was withdrawn, and the patient expired on (B)(6) 2026 at 6:00 pm while on support. The reported event involves limb ischemia and with medical intervention of a distal perfusion catheter. These findings are consistent with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock and the known risk of ischemic complications in patients on vasoactive support. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
Corrected information were provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.